Manufacturer narrative:
Device lot # unknown / not provided.

Event description:
It was reported that screw (iunihg) fractured. Doctor was able to remove the fracture screw.

Manufacturer narrative:
(B)(4). One gold-tite tm hexed uniscrew was returned for inspection. A visual inspection revealed that the screw was fractured at the top of the threaded region. The alleged complaint is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. A singular cause cannot be determined.